Event description:
It is reported that the patient received an acetabular cup, left side and the patient is currently monitored due to elevated level of cocr in her blood.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A clear correlation between the developed metal allergy of the patient and the product cannot be ruled out as it is already known for similar metal on metal (mom) devices from literature. Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU (d011500213). This is unfortunately patient dependant and can occur with a low percentage rate with all kind of metal on metal based products. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).